Event description:
Customer reported via phone call that there is a keypad anomaly. The blood glucose reading is 157 mg/dl. The insulin pump will be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No display anomaly was noted. The insulin pump had intermittent button response due to corroded keypad traces. The insulins pump had minor scratches on the display window, cracked reservoir tube lip, cracked battery tube threads, a cracked reservoir tube window and cracked reservoir tube.